Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a dark, dry, itchy area the size of the electrode on his right side. There was no alleged device malfunction. The patient was provided an unscented lotion by the hospital. The patient reported that the irritation had showed improvement.